Event description:
It was reported that the procedure was to a treat a mildly calcified lesion in the mildly tortuous, distal left anterior descending (lad) coronary artery. During deployment of the 2.5 x 23 mm xience prime a dissection occurred. Another unplanned xience prime was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported that it was not returning, but the device was returned. Evaluation summary: the device was returned for analysis. The patient effect of dissection could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.